Event description:
It was reported that the line resistance and blood pressure were low and the svo2 came back as 42% during bypass. The oxygenator was changed out. Pt was weaned from bypass, blood pressures still remained low. Pt put on pharmacologic support and then expired.